Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's performance is decreasing. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient's performance has decreased. Currently, the patient only has 3-4 usable channels and benefit is limited. Re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the received information from the field, in situ measurements showed an increase of hi channels over time, which points to damage to the active electrode due to device minute mobility. However, the received parts do not show any damage, apart from a cut, which is likely related to the removal surgery. The remaining part of the active electrode, where the damage is suspected, has not been received for investigational purposes. This is a final report.

Event description:
The recipient's performance has decreased. The recipient only has 3-4 usable channels and benefit is limited. The recipient was re-implanted.